Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The reported difficult to remove the clip delivery system (cds) from the steerable guide catheter (sgc) could not be replicated in a testing environment, due to the returned condition of the device (the clip was returned detached from the cds and the sgc soft tip was torn). However, as the cds was received inserted in the sgc, and the sgc soft tip was torn, the reported difficulty to remove the cds from the sgc was confirmed. Additionally, the reported material separation associated with the clip detaching from the device was confirmed as the clip was received detached from the device. Lastly, the reported inability to grasp the leaflets could not be replicated in a testing environment as it was related to procedural conditions (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported inability to grasp the leaflets appears to be related to suboptimal transseptal puncture and thus related to patient morphology/pathology. A conclusive cause for the reported clip becoming caught on the sgc soft tip could not be determined. The difficulty removing the cds from the sgc, resulted in the clip detaching from the device. The reported patient effect of atrial perforation appears to be related to procedural circumstances of the clip caught on the sgc soft tip. The reported patient effect of atrial perforation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The steerable guide catheter referenced in b5 is filed under a separate medwatch report number.

Event description:
This is being filed to report the difficulty removing the device, atrial septal defect, and clip detachment requiring surgical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The location of the transseptal puncture was too anterior and after steering down to the mitral valve, the ntr clip delivery system (cds) was already at the height of the mitral valve and in an "aortic hugging" position. Due to the suboptimal transseptal puncture, grasping was difficult and both mitral valve leaflets were unable to be grasped. The ntr cds was removed and an xtr cds was prepared and advanced into the steerable guide catheter (sgc). The xtr clip was unable to achieve a satisfactory grasp of both leaflets therefore the clip was inverted in the left ventricle and moved to the left atrium (la). The clip was closed and an attempt was made to retract the cds into the sgc however one clip arm was going over the soft tip of the sgc therefore the cds could not be retracted. The cds was advanced and the clip closed again however when retracting, the same issue occurred. The clip stuck on the tip of the sgc and detached from the delivery catheter (dc). Under fluoroscopy both l-lock tabs could be seen detached from the clip and the mandrel was not visible. The cli arms appeared to open about 40-50 degrees. The sgc with the attached clip was pulled through the septum causing a significant hole in the septum with a shunt from left to right. The patient remained hemodynamically stable. After pulling the clip through the septum it detached from the tip of the sgc but was still secured by the lock and gripper lines. The sgc and clip were able to be pulled back to the groin where it became stuck requiring removal by a surgeon. After inspection of the sgc it was noted the soft tip was torn but not missing material. The patient remained in stable condition and in the hospital. A second procedure was performed on (B)(6) 2019. Two clips were implanted, reducing the mr to 1-2. No additional information was provided.